Event description:
The customer reported to olympus that while using the 10fr coax hemostatic probe, the distal end of the probe broke inside the endoscope, while being used in the patient. The issue occurred during the emergency therapeutic procedure (arrest of bleeding), there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe tip was damaged and had almost fallen completely off. The probe was still attached to the rest of the device, but was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken probe occurred due to excessive force being applied and/or over bending the tip, causing the sheathing on the distal end to snap. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "do not use the device if resistance to insertion is encountered. Reduce the angle or lower the forceps elevator of the endoscope until the device passes smoothly; do not advance or extend the device abruptly." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).